Event description:
It was reported that during a replacement procedure after removing the main device and measuring the atrial lead with the pacing system analyzer (psa), there were no issues found. When the new pacemaker was connected, lead measurements measured 400 ohms, however there was loss of capture. Device optimization was performed and there was still loss of capture resulting in an intrinsic rhythm state. Subsequently, the attempted pacemaker was removed and replaced with a different device and pacing was fine. A post-operative follow-up was performed, and all measurements were within range. No adverse patient effects were reported.

Event description:
It was reported that during a replacement procedure after removing the main device and measuring the atrial lead with the pacing system analyzer (psa), there were no issues found. When the new pacemaker was connected, lead measurements measured 400 ohms, however there was loss of capture. Device optimization was performed and there was still loss of capture resulting in an intrinsic rhythm state. Subsequently, the attempted pacemaker was removed and replaced with a different device and pacing was fine. A post-operative follow-up was performed, and all measurements were within range. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.